Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost effective coverage due to the l5 drg lead had pulled out, which was confirmed by imaging. Surgical intervention may occur to address the issue.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01759 1627487-2020-01760. Additional information indicates the patient had their lead explanted and replaced due to the migration which resolved the issue.